Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that the reported complaint was confirmed. The motor gear box suffered a mechanical failure that is the most likely cause of the reported complaint of overheating. This unit was shipped to the reporting customer as a service exchange on and has succumbed to expected wear and tear. No further investigation is required. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, the unit overheated.